Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that catheter resistance occurred in the distal section. The coil came out of the introducer sheath smoothly. There was no kink/damage observed to the catheter after removal. The catheter was not a medtronic device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil prematurely detached and encountered resistance in the microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery c5 segment aneurysm with a max diameter of 4 mm and a 2.4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that there was a significant resistance during the delivery process, and the delivery wire could not be moved, resulting in accidental detachment. Subsequently, the microcatheter and coil were withdrawn from the patient. No surgical or medicinal intervention was required. The pushwire was not bent or broken. It was unknown if the physician repositioned the coil or rotated the delivery pusher during procedure. The physician did not attempt to detach the coil. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.